Event description:
Pump declared alarm 30 during pumping. There was no reported adverse impact to the customer's blood glucose level. Cts assisted the customer in loading a new cartridge using proper technique, but the cartridge alarm recurred. Cts decided to replace the pump and confirmed the shipping address, instructed the customer to return the problematic pump using a prepaid label, and confirmed the customer would use mdi as a backup therapy to ensure uninterrupted insulin delivery. Customer acknowledged understanding instructions to put the pump into storage mode prior to returning.